Event description:
It was reported that a pop-up window occurred during device check on october 21, 2025 saying - there is a problem with the battery. Please perform a memory dump and contact biotronik. Device currently remains implanted. Should additional information be received, this file will be updated.